Event description:
It was reported that, "during case, doctor decided on a different neck angle. While switching the sleeve to a 125 degree angle, the sleeve became jammed. After removing sleeve from gamma plus, the locking teeth had broken & fell to floor. The sleeve was reattached & surgeon held sleeve while sliding drill sleeve through the g3 plus device at 125 degree setting. This did not interfere with outcome of case, but the device will no longer lock sleeve at any angle."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.